Manufacturer narrative:
Device codes: updated. Device evaluated by manufacturer: updated. Device evaluation codes: added. The console was evaluated and repaired in the field on march 20, 2017. Low voltage power supply was found to be bad. Low voltage power supply was replaced. System was tested and verified to meet manufacturer's specifications.

Event description:
It was reported that during preparation for a bph surgical procedure "upon turning the key on there was a popping sound and the laser emitted a burnt electrical smell" and the laser "will not turn on". The procedure was completed using "a hand held manual lithotrite". Patient complications: "none" reported.